Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display check failed. It was identified that the cause was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. There were no other visual discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was giving out and flickering. The patient reported the screen as having horizontal lines that were black and white and flickering. The screen brightness was set to ten and it appeared as if it was on a four. The patient stated that the screen was visible and the buttons on the side of the screen lit up. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual therapy. Upon follow-up, the pdrn confirmed that there were no adverse events and no medical intervention required as a result of the reported event. The patient completed treatment using manual supplies the cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.